Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered the spring mechanism wasn't strong enough and resetting properly. He replaced the spring mechanism. After service, no further issues were reported by the customer. The investigation determined the event was consistent with a pre-analytical handling issue. The investigation did not identify a product problem. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for two patients tested on a cobas 8000 cobas ise module. The initial ise results were not reported outside the laboratory. The customer performed repeat testing with the samples on a different analyzer. At 6:24 p.m., patient (B)(6) initial ise results were na 162 mmol/l, k 6.07 mmol/l, and cl 120.8 mmol/l. At 7:09 p.m., patient (B)(6) repeat ise results were na 141 mmol/l, k 5.31 mmol/l, and cl 103.4 mmol/l. At 6:51 p.m., patient (B)(6) initial ise results were na 165 mmol/l, k 5.19 mmol/l, and cl 122.9 mmol/l. At 7:40 p.m., patient (B)(6) repeat ise results were na 141 mmol/l, k 4.41 mmol/l, and cl 101.7 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.